Event description:
The customer observed a false positive alinity I total b-hcg result for one patient. The following data was provided: initial result = 134.18 miu/ml (positive), repeat was <2.3 miu/ml (negative) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive alinity I total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 45628ud01 however, no related trends were identified. Device history record review did not identify any non-conformances or deviations associated with lot number 45628ud01 and the complaint issue. In-house accuracy testing of a retained reagent kit of lot 45628ud00 was performed using panels which mimic patient samples. All validity and acceptance criteria have been met demonstrating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg for lot number 45628ud01 was identified.

Event description:
The customer observed a false positive alinity I total b-hcg result for one patient. The following data was provided: initial result = 134.18 miu/ml (positive), repeat was <2.3 miu/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p51-77 has a similar product distributed in the us, list number 7p51-21/-31.